Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Nine days prior to the event onset, the patient was hospitalized due to catheter repositioning (the patient accidentally pulled out the catheter); however, the patient remained hospitalized for peritonitis. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every third day, intraperitoneal, discontinued), imipenem injection (1gm, once a day, intraperitoneal, discontinued), cefipime injection (1gm once a day, intraperitoneal, discontinued) and amikacin injection (120mg, once a day, intraperitoneal, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (twice a week). At the time of this report, the patient has recovered from the event. It was reported that patient retraining was also completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.